Event description:
Intermittent oversensing and under sensing noted on atrial channel on stored egm's. Atrial bipolar lead impedance warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).